Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the pressure was reading 999. The user changed out the module, transducer cable, and the disposable transducer at different times during the case. No other details regarding the nature of the event were provided.